Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to urinary incontinence. Following insertion, the patient experienced pain, infection, urinary/bowel problems, recurrence and dyspareunia. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced adhesions.

Event description:
It was reported that following insertion the patient experienced adhesions.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient underwent laparoscopic supracervical hysterectomy, bilateral salpingo-oophorectomy, and lysis of adhesions on (B)(6) 2014 by dr. (B)(6) due to pelvic pain, dysmenorrhea, and menorrhagia.